Manufacturer narrative:
(B)(4). Visual analysis of the device found the outer diameters were within specifications however, the distal tip was highly damaged and broken. The pebax coating was partially detached exposing the corewire it was possible to observe adhesive indicating that the pebax was properly attached to the corewire. In addition the pebax coating close to the flare was peeled/stretched and ptfe was peeled. It is likely that the failure modes observed could have been caused due to interaction with other devices used in the same procedure or also handling/manipulation of the device and procedural factors involved could have induced the failures observed. Therefore the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no related deviations within manufacturing processes were found, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A labeling review was performed, and from the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/dfu.

Event description:
It was reported to boston scientific corporation that a jagwire was used in the bile duct during an ercp (endoscopic retrograde cholangio pancreatography) procedure on (B)(6) 2020. According to the complainant, during the procedure, when the physician inserted the guidewire into the ostial duodenal papilla, ptfe was peeled. The procedure was completed with a new jagwire guidewire. There were no patient complications reported due to this event. This event has been deemed a reportable event based on the investigation results: corewire was broken.